Manufacturer narrative:
The lot numbers were provided and lot history reviews will be performed. Of the two reported malfunctions, one sample is pending return. A photo was also provided for review. The company is still investigating the issue at this time. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0600650, chronic catheter, allegedly experienced fluid leak. This information was received from multiple sources. Two patients with no reported consequences were involved. Neither patients' age, weight, or gender was provided.

Manufacturer narrative:
H10: the lot numbers for both malfunctions were provided and lot history reviews will be performed. Of the two reported malfunctions, devices has been returned for evaluation. A photo was also provided for review for one malfunction. The evaluation of one device and photo confirmed leak from the split. The evaluation of another device identified a break, however, inconclusive for leak. Based upon the available information, a definitive root cause is unknown. The devices was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model: 0600650, chronic catheter, allegedly experienced fluid leak. This information was received from multiple sources. Two patients with no reported consequences were involved. Neither patients' age, weight, or gender was provided.